Manufacturer narrative:
The pump was received at the manufacturer for evaluation, and the reported condition of the device loosing pressure was not confirmed. Based on the investigation details, the pump passed all testing criteria.

Event description:
It was reported that during a podiatry procedure, the pump would not hold pressure. It is unknown if there was any blood loss due to the event. The procedure was completed successfully with a back up pump. There were no adverse consequences reported. The account could not provided any other info on the event.